Event description:
A hemodialysis facility has reported that the heparin line separated from the blood tubing line while the pt was dialyzing and consequently the pt lost blood (approx 200cc). The facility has been contacted for additional info on this incident. It was learned, in speaking with the facility, that this event occurred less than 5 minutes into the treatment. It was described as blood dripping on the heparin line yet it was capped and clamped and not in use. The nurse then applied a hemostat when the haemostat became bloody, and she further inspected the area and found the leak at the mainline where this tubing is attached. She then started to return the blood when the line separated. A new treatment set was used to complete the treatment. The sample is available for an eval. Reportedly, the pt completed the prescribed treatment and was discharged to home when complete. The pt did not suffer any ill effect as a result of this incident.